Event description:
It was reported that during implantation of a preloaded monofocal intraocular lens (iol), model dcb00, the customer reported that the leading haptic of the lens was inverted, potentially cracked. The cartridge tip made contact with the patient's eye. The patient outcome was reported as temporarily impaired and no impact on daily activities indicated. The direction for use was followed. No further information provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made with the customer to obtain additional information, however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.